Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the chin with an unspecified dermal filler. The patient experienced a ¿ball¿ at the injection site 3 months later. When the patient reported the event, they were told that it was normal, and the event would go away. The patient reported that it did but then returned. The event was diagnosed as a ¿granuloma¿ by two dermatologists and refused to treat the ¿granuloma,¿ saying that only the injector could. Event is ongoing.